Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the nurse who reported said something that the 4.9mm healix advance sp peek anchor came off. She could not tell what exactly happened as she was not in the operation room. This was detected when they opened anchor, before using it. The complaint device was returned for evaluation. Upon visual inspection, it could be observed that the device has no structural anomalies on the shaft, the metal peek tip is in good condition. The peek dilator is damaged. A manufacturing record evaluation was performed for the finished device 7l47786 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The root cause for this issue can be attributed to an incorrect step/instructions following, slight tension should be applied to the sutures at the moment of inserting the peek dilator, the peek dilator was not held in place , therefore the peek dilator was damaged , as per IFU 116920: hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Use downward force to hold the anchor nose in bone and apply desired tension to the sutures. Tensioned sutures may be placed in the slot on the driver handle for convenience. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff repair procedure on an unknown date, it was observed that something came off the 4.9mm healix advance sp peek anchor device upon opening its package before use. The nurse could not tell what exactly happened as she was not in the operation room. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.